Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that one screw fractured, that was for a bar case. A screw is fractured in is 4mm in size biomet implant. Patient is stable but not able to put major pressure of the bar.

Manufacturer narrative:
Four (4) certain gold-tite hexed screw (iunihg) & one (1) unknown biomet implant 4mm were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the screw item number along with the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported devices were located on unknown tooth sites (universal) and were used for an unknown amount of time. The customer did not provide any pictures but provided one (1) x-ray. Further review of the x-ray revealed at least two screws were seen fractured but could not verified the screw damaged drive feature as reported. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. March post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture screw & damaged drive feature) or product (unknown biomet implant 4mm & iunihg). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, screw malfunction did occur, and the reported event (fracture screw) was confirmed via x-ray. Additionally, screw malfunction and the reported event (damaged drive feature) could not be verified with the information provided. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.